Manufacturer narrative:
Per service manual operational and diagnostic analysis confirmed reported issue and an additional issue was found. Replaced broken suction safety cover to correct issue, also replaced irrigation roller pump head for clicking noises, and replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kits. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Fms duo pump suctions issues. During knee scope case, about 3 minute delay to change to another pump, no injury to patient, hospital owned.